Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.

Event description:
On 3/13/2023, it was reported by a patient via phone that an allergic reaction occurred after a left foot reconstruction procedure on (B)(6) 2022. The patient has reported recurring hives, blister, redness, itchiness, and scarring in the incision site since the procedure. Per the patient, a swivelock and fibertak sutures were implanted; however, part numbers are unknown. Additional information received on 3/29/2023: arthrex mini suturetak anchors were also implanted during the procedure on (B)(6) 2022.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.